Manufacturer narrative:
Evidence of good bond was found on the shaft and the alleged cone tip found to be misshaped and cracked. Excessive force could have been used to cause this. Exact cause of this incidence can not be determined.

Event description:
It was reported that the tip of the catheter came off in the ureter while performing ureteroscopy. The tip was retrieved. No injuries to pt.